Manufacturer narrative:
Prior to a steris service technician's arrival onsite to inspect the table, the user facilities biomed department performed an inspection. A steris service technician arrived onsite and was provided with the biomed departments evaluation results. The evaluation showed evidence that both locking thumbscrews, used to secure the head section of table in place, were loose. The biomed department reattached the head section and returned the table to service. The steris 4085 general surgical table operator manual states, "warning - personal injury hazard: when installing any table accessory, check for correct attachment and tighten securely (if appropriate). Do not use a worn or damaged accessory. Before using any accessory, ensure it has been installed properly." A steris account manager offered in-service training on the proper use and operation of the 4085 surgical table, specifically ensuring that the head section is properly secured to the table prior to use; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported via user facility medwatch report #(B)(4) that during a patient procedure the head section of their 4085 surgical table detached causing the patient's head to drop and hyperextend. The user facility personnel caught and stabilized the patient's head. Medical treatment was sought and administered (MRI scan).